Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. A visual inspection and battery test were performed and identified the battery low alarm. The cause of the condition was determined to be due to low voltage. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.